Event description:
It was reported that the patient was explanted due to infection. It was noted that a patient fall caused wound close to electrode. Additional information received reported that the infection was in the chest pocket and along the extension lead. A culture was taken and it showed growth of staphylococcus aureus. The patient was no longer hospitalized, but it was uncertain if the patient was still on oral antibiotics. It was reported that the infection came after a fall, but this could not be confirmed.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).